Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it was taking too long to charge. The patient stated that it used to take four hours to do both sides but now it took her eight hours on the left implant. There were no programming changes and the patient noted some falls but they were not recent. The patient stated that even with full coupling it took eight hours and there were no changes to the implant site. The patient mentioned meeting with a manufacturer representative who did not find anything wrong and the patient did not know what was checked. The indications for use were spinal pain, lumbar radiculopathy and post lumbar laminectomy syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative back in september to discuss their concerns. They stated that at that time, their recharger was working as it should, but the recharge time was triple what it should be. The patient noted that their doctor is aware of their issues, and they have an appointment on (B)(6) 2017. They mentioned that they will inform their doctor about previous falls. They want the doctor to check their device, to see if their wires are still in place.